Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿collagen plug¿ of a 5f mynx control vascular closure device (vcd) was partially deployed inside the common femoral artery (cfa). There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the ¿collagen plug¿ of a 5f mynx control vascular closure device (vcd) was partially deployed inside the common femoral artery (cfa). It was confirmed that the plug was deployed intravascularly when the plug was seen to expand along the common femoral artery (cfa) to the superficial femoral artery (sfa) on ultrasound (us) once button 2 was pressed and the device was removed. The occlusion was treated with subintimal angioplasty with a balloon, and no stent was used. Complete hemostasis was achieved by the mis-deployed device. The patient was heparinized overnight. Duplex the next morning showed 80% occlusion. The patient was then taken for an intervention for removal. The patient recovered well and the treated sfa remained patent. There was no reported patient injury. Ultrasound was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. Back tension was maintained and not over extended. However, the user suspects it may have engaged in plaque in proximal sfa. There were no multiple sheath exchanges, just an unknown 5f sheath was used. The device was used in an interventional procedure using an antegrade approach. The user was in training with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the right cfa. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the distal cfa. There was moderate backwall and proximal sfa plaque at the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿sealant-inaccurate placement (intravascular)¿ and ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (there was moderate backwall and proximal sfa plaque at the puncture site, and the user suspects the device may have engaged in plaque in the proximal sfa) most likely contributed to the intravascular deployment reported and the subsequent vascular occlusion since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the ¿collagen plug¿ of a 5f mynx control vascular closure device (vcd) was partially deployed inside the common femoral artery (cfa). It was confirmed that the plug was deployed intravascularly when the plug was seen to expand along the common femoral artery (cfa) to the superficial femoral artery (sfa) on ultrasound (us) once button ¿2¿ was pressed and the device removed. The occlusion was treated with subintimal angioplasty with balloon, and no stent was used. Complete hemostasis was achieved by the mis-deployed device. The patient was heparinized overnight. Duplex the next morning showed 80% occlusion. The patient was then taken for an intervention for removal. The patient recovered well and the treated sfa remained patent. There was no reported patient injury. Ultrasound was used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. Back tension was maintained and not over extended. However, the user suspects it may have engaged in plaque in proximal sfa. There were no multiple sheath exchanges, just an unknown 5f sheath was used. The device was used in an interventional procedure using an antegrade approach. The user was in training with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used in the right cfa. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the distal cfa. There was moderate backwall and proximal sfa plaque at the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the ¿collagen plug¿ of a 5f mynx control vascular closure device (vcd) was partially deployed inside the common femoral artery (cfa). There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event ¿sealant-inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the inaccurate sealant placement reported. However, vessel characteristics (although not reported) may have contributed to the intravascular deployment reported since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.